Event description:
It was reported by the patient's daughter that the patient was deceased and she asked for the implantable cardioverter defibrillator (ICD) to be interrogated. The caller stated she was told the patient died of natural causes. The caller stated she disagreed that he died of natural causes as he was only (B)(6) and alleged that the ICD contributed to his death. A specific cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information from the physician was unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 419588 implantable pacing lead, implanted: (B)(6) 2010 ; 5076-45 implantable pacing lead, implanted: (B)(6) 2003; 69 4758 implantable tachy lead implanted: (B)(6) 2003. (B)(4).